Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 04/01/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter would power off during use. This complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The reporter stated that the alleged power issue first occurred on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged product issue they administered ¿24 units¿ of insulin (insulin type not specified). The patient stated that 30-40 minutes later they developed symptoms of ¿dizzy, sweating, headache and very hungry¿. In response to these symptoms the mss noted during the call recording that the patient stated that they self-treated by consuming additional food "right away". No medical intervention was documented during the initial call. At the time of troubleshooting the customer care advocate noted that there was no misuse of the product and it was not the first time the patient was using the product. The patient¿s products were requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue occurred.